Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient's right tibia was revised after patient walked on the rod and displaced it. Rep reported that he has no access to any additional information due to not being allowed access to the hospital's password-protected systems. Rep reported that the nail and 5 screws (3 proximal, 2 distal) were explanted. Hospital implant sheet shows a nail and 6 screws. Additional info received from rep's email: there was a screw exchange from the primary surgery due to length. Only 5 screws were implanted. In initial surgery, a 6th screw was used but immediately taken out. He does not know which screws were used and which one was not used. The distal tibia displaced not the tibial rod. Additional info received from phone call with rep: revision needed because "patient walked on leg when shouldn't have" and the bone moved. Surgeon felt that plates gave a better reduction so he switched from the nailing system to plating.

Manufacturer narrative:
The reported event that tibial nail, standard t2 tibia ø9x330 mm was alleged breakage could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complained event as well as the affected device must be available in order to determine the root cause of the event. However, based on the event description "patient walked on leg when shouldn't have" could lead to the conclusion that the patient was not compliant which lead to the breakage of the device. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that patient's right tibia was revised after patient walked on the rod and displaced it. Rep reported that he has no access to any additional information due to not being allowed access to the hospital's password-protected systems. Rep reported that the nail and 5 screws (3 proximal, 2 distal) were explanted. Hospital implant sheet shows a nail and 6 screws. Additional info received from rep's email: there was a screw exchange from the primary surgery due to length. Only 5 screws were implanted. In initial surgery, a 6th screw was used but immediately taken out. He does not know which screws were used and which one was not used. The distal tibia displaced not the tibial rod. Additional info received from phone call with rep: revision needed because "patient walked on leg when shouldn't have" and the bone moved. Surgeon felt that plates gave a better reduction so he switched from the nailing system to plating.